Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. During evaluation, device was found to be cooling and heating properly. Ctu calibration, all tests performed. The DHR review is not required as the complaint or reported issue was confirmed through other elements of the investigation not to be manufacturing related. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a temperature problem in an arctic sun device and was not cooling under 24°c. Per review of wo on 18sep2023, there was no patient involvement. Per follow up information received via email on 18sep2023, the device was sent to bd-approved facility for evaluation. The issue was not yet resolved. Not yet known what was done to repair.

Event description:
It was reported that there was a temperature problem in an arctic sun device and was not cooling under 24°c. Per review of wo on 18sep2023, there was no patient involvement. Per follow up information received via email on 18sep2023, the device was sent to bd-approved facility for evaluation. The issue was not yet resolved. Not yet known what was done to repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.